Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain and discomfort at the implant site. It was further reported that the device had migrated closer to the surface of the patient's skin. The device remains in use. No further patient complications have been reported as a result of this event.